Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: icf09b52 lead, implanted: (B)(6) 2001. (B)(4)

Event description:
It was reported that the patient felt pectoral muscle stimulation when the lead experienced a polarity switched to unipolar due to high impedance. It could not be determined whether the lead involved was the ventricular or the atrial. Both leads remain in use. No patient complications have been reported as a result of this event.